Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced difficulty during electrode insertion. The recipient reportedly has a rotated cochlea. It was reported that the surgery was longer in length. The recipient reportedly underwent drum head retraction and cartilage tympanoplasty procedures during initial implant surgery.